Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Although the graftmaster was not returned for analysis and may have assisted the investigation, there was no note of any damage observed to the stent delivery system (sds) or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the reported complaint. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, or accessory device support. In this case, no patient anatomical information was provided, which may have aided the investigation. However, the failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. A review of the finished product device history record did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported from this lot. The reported failure to advance appears to be related to operational context of the device and not a product quality deficiency. All stent delivery systems are 100% visually inspected for catheter damage, stent damage and proper stent placement during manufacturing. A sampling of units is also destructively tested to verify proper guiding catheter and guide wire movement.

Event description:
It was reported that the perforation occurred during the use of a non-abbott balloon. The 3.5 x 26 mm graftmaster was unable to cross to the perforation. The perforation was sealed with prolonged balloon inflations. No adverse patient sequelae were reported. No additional information was provided.